Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a report the cuff on the tracheostomy tube deflated due to an air leak. Customer indicated re-intubation of a replacement was required.